Event description:
It was reported that the intellivue mx500 patient monitor was frozen, waves and parameter values were not updating (static). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1:(B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue mx500 patient monitor. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. A reboot of the intellivue mx500 patient monitor was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.